Event description:
It was reported that the battery remaining in this device has decreased from 46% in september down to 15% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the battery remaining in this device has decreased from 46% in september down to 15% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The device was explanted. During the explant, it was difficult to interrogate the device but another try led to success. There were no additional adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Code 3191 is used to indicate surgery.

Manufacturer narrative:
Code 3191 is used to indicate surgery.

Event description:
This supplemental report is being filed to provide additional information regarding device explant. Also, it was difficult to interrogate the device at explant. However another try was successful. There were no additional adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.